Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician, not applicable st. Jude medical crmd reliability laboratory failure (event) observed during analysis. Final analysis found medical adhesive at multiple locations on the ring electrode, causing the lead to exhibit high impedance.